Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2020-00082. 0002648920-2020-00176. Medical product: femur cemented cruciate retaining (cr) standard left. Item# 42502606801, lot# 63083926. Tibia cemented 5 degree stemmed left item# 42532007901, lot# 63194787. Foreign report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent manipulation under anesthesia approximately six weeks post implantation due to limited range of motion and stiffness. The patient had a stiff knee before the initial surgery hence reduced knee range of motion after surgery was expected. Range of motion improved to ninety degrees after the patient underwent manipulation under anesthesia resulting in the issue being resolved. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Polar study report was provided and reviewed by a health care professional. Review of the available records identified the following: no complication was noted during the initial surgery. Patient under mua for stiffness and limited rom. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. Per package insert 87-6204-022-23 persona the personalized knee system: the poor range of motion is known as adverse effect of the system. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.